Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet #7 contaminated. Disassemble & cleaned tip clamp and collet in row 7. Inspect all others, no other observations. While performing lld testing, scanner produced movement error. A clamp screw had fallen out and interfered with movement. Fe reinstalled the screw and continued testing. The instrument was tested without further problem, and was returned to expected operation.